Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at 12 to 16 inches, and under normal conditions of illumination. No defects were observed during the visual inspection. The returned unit was then leak tested. A leak was found in the three-way connector. The customer reported product problem was therefore confirmed. The product defect was caused by a lack of solvent (s-10) between the tube and connector. A manufacturing issue was established as the root cause of this issue.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the level 1 trauma fast flow disposable was leaking at the sealed junction of the three-way joint. There was no patient involvement.